Manufacturer narrative:
Stress problem: examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to misuse and improper torque, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that patient underwent a metatarsophalangeal arthrodesis procedure on (B)(6) 2015. During the procedure, the tip of the driver fractured off in the head of the screw. A second driver tip was attempted but the threads bent and twisted. A solid driver was utilized to complete the procedure. Patient did not retain any foreign bodies.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.